Event description:
It was reported that the insulin pump had a blank display and alarmed battery out limit. The blood glucose reading was 154 mg/dl. The customer stated that she had changed the battery 3 days previously. She stated that when she started to take the battery cap off, the insulin pump started to display numbers counting on the screen. Upon troubleshooting for the blank display, the display returned. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.